Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Device evaluation: based on the product analysis performed, the assessments of the complaint codes are: anxiety-product/procedure: unable to observe. Rupture: observed broken device assessed as fold flaw opening, observed an opening assessed as fold flaw opening and observed a missing piece of shell assessed as inconclusive. As per the investigation procedure, creases, wear abrasion and non penetrating nicks were observed and none of the observations are found to be potentially related to the manufacturing process, no further actions are required. The event of "capsular contracture" is a physiological complication and analysis of the device generally does not assist abbvie in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture; capsular contracture, baker grade unknown.

Event description:
Healthcare professional reported left side "preventive replacement". Healthcare professional reported later reported left side rupture diagnosed via ultrasound and capsular contracture baker grade unknown diagnosed via physical examination. The device has been explanted and replaced with another manufacturer's device.